Event description:
It is reported that a customer complained that the sensor connected to their insulin pump implanted in them had a low signal and then shut down after the observation. The patient's blood glucose was not recorded. The product will be returned for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.